Event description:
It was reported on (B)(6) ¿something¿ happened with the pump and the manufacturer representative had to come out.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l59326, implanted: (B)(6) 1999, product type: catheter. (B)(4).